Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly and multiple occurrence of hardware low level failure. The blood glucose level of the customer was 120 mg/dl. The insulin pump did not pass the self test and the error reoccurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed selftest and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 1 trace on keypad assembly.